Event description:
It was reported that during a back surgery the line to the pain pump, was cut (accidently). The pump was however at the time not removed or turned off. It was later replaced.

Manufacturer narrative:
Catheter model: 8709 sc, serial #: (B)(4), implant date: 2007-(B)(6), explant date: 2009-(B)(6).

Event description:
Additional information reported that the patient's pump contained lioresal. The concentration and dosage of the medication was not provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.